Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the numbers are extinct and the screen is hard to read. Customer also reported that she cannot fill the pump. Customer's blood glucose reading at the time of the incident was 104 mg/dl. No significant events leading to the display issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replace

Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked reservoir tube lip. Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify fainted screen/ display anomaly due to blank display.